Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital and it was noted that the right ventricular (rv) lead was not capturing. High thresholds were noted as well as poor sensing. The lead was attempted to be repositioned, but values were still not satisfactory, and out of range pace impedance measurements were noted, thus the whole system was explanted due to MRI compatibility. The system will be returned for analysis.

Manufacturer narrative:
.

Event description:
No additional adverse patient effects were reported.